Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion in the calcified proximal to distal superficial femoral artery (sfa). Pre-dilatation was performed with a 6.0 x 100 mm armada 35 balloon catheter. A 5.0 x 200 mm supera was advanced to the target lesion without resistance, but during deployment it was noted that the stent was severely stacked and approximately 100 mm of the lesion was not covered. A 6.0 x 80 mm supera stent was used to successfully treat the remainder of the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.